Manufacturer narrative:
Additional information was added to b5, h4 and h6. B5: during follow up, it was reported the particle (hair) was in the primary packaging of the device, in direct contact with it. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a particle in an unspecified location. This was identified prior to patient use. There was no patient involvement. No additional information is available.